Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.